Event description:
Information received indicates when the hi/low switch is pressed the head section will also move up.

Manufacturer narrative:
The facility found the o-ring on the head up valve was torn which allowed the valve to stay open. The facility replaced the valve o-ring to repair the bed.